Event description:
It was reported one of patient's leads had high impedances preventing patient from having MRI. It is unknown which lead attributed to the issue. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.